Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that he received notification from their prison that this chair broke at the crossbrace.